Event description:
This 18 mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2015 in a (B)(6) patient. The defect was balloon-sized and measured 15 mm and an 18 mm aso was selected and implanted. On (B)(6) 2015, the patient presented to the hospital in respiratory arrest and was diagnosed with pleural effusion requiring a chest tube. A posterior pericardial effusion was noted but was not treated (drainage or surgery) as the patient remained asymptomatic. Subsequently, the patient presented with pneumonia and was managed with antibiotic therapy. A nickel allergy was suspected as there was no clear etiology for the seemingly sudden development of the pleural and pericardial effusion considering the patient prior to the event had not presented with any fever peaks. The pediatric physician taped an exposed aso on the forearm of the child for 48 hours to assess the response to the nitinol (nickel titanium) and thus rule out this cause. Further information received noted there was no reaction to the nitinol after 48 hours on the arm of the child. The patient is stable and the physician discontinued the antibiotic treatment to determine the required length of the hospitalization.

Manufacturer narrative:
(B)(4) - pericardial effusion, 2010 - pleural effusion. No known device problem. Sjm could not evaluate the aso involved in this incident since it was not returned to u.s. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. This event was reviewed by the st. Jude medical erosion board and based on the information available the cause of the event could not be determined.

Manufacturer narrative:
(B)(4).